Manufacturer narrative:
A ge rep evaluated and repaired the system. No further repair info is available.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.